Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported required medication, hospitalization, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
Subsequent to the initial report filing, additional information was received reporting that on 7/2/2021, a second mitraclip procedure was performed to reduce mr. One clip was implanted reducing mr from 4 to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported required medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr to 1. On (B)(6) 2021, the patient¿s b-type natriuretic peptide (bnp) had raised to approximately 1500 with an mr of 2. The patient was being followed up with diuretics. On (B)(6) 2021, a transthoracic echocardiography (tte) was performed which noted that mr had increased to 4. The physician is considering a second mitraclip procedure. No additional information was provided.